Event description:
It was reported that the patient received a notification due to undersensing on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.